Event description:
This complaint is from a literature source and the following citation was reviewed: raval, y., alam, z., tamboli, s., & osman, a. F. (2023). Single center experience with zero fluoroscopy atrial fibrillation ablation. Electrophysiology: clinical science 14, 81(8), 220¿220. Objective and methods: this abstract presented an institutional protocol for zero fluoroscopy atrial fibrillation (af) ablation (abl) using intracardiac echocardiography (ice) and 3d mapping technology with immediate outcomes of the first 130 consecutive patients. Lot, model, and catalog number are not available, but the suspected cerenovus device is possibly associated with reported adverse events: smart touch sf. Other concomitant cerenovus devices that were also used in this study: carto, lasso, pentaray. Non-cerenovus devices that were also used in this study: n/a. Adverse event(s) and provided interventions: one patient developed a pericardial effusion requiring only pericardiocentesis.

Manufacturer narrative:
This complaint is from a literature source and the following citation was reviewed: raval, y., alam, z., tamboli, s., & osman, a. F. (2023). Single center experience with zero fluoroscopy atrial fibrillation ablation. Electrophysiology: clinical science 14, 81(8), 220¿220. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).